Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse reported the patient had expired on (B)(6) 2017 at home as a result of a cardiac arrest. Pt was not connected to the cycler at the time of death. Per pdrn the patient was still utilizing pd treatment at the time of his death. The rn indicated the patient did have an unspecified cardiac issue and that the cause of death was cardiac arrhythmia. The rn did not believe the events related to the use of delflex or any fmcna pd products. She could not specify the latency between the patient's last treatment and the event. Per the rn, further information was unavailable.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse reported the patient had expired on (B)(6) 2017 at home as a result of a cardiac arrest. Pt was not connected to the cycler at the time of death. Per pdrn the patient was still utilizing pd treatment at the time of his death. The rn indicated the patient did have an unspecified cardiac issue and that the cause of death was cardiac arrhythmia. The rn did not believe the events related to the use of delflex or any fmcna pd products. She could not specify the latency between the patient's last treatment and the event. Per the rn, further information was unavailable.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Conclusion: although a temporal relationship may exist between the last ccpd treatment/fresenius products and the events of cardiac arrhythmia, subsequent cardiac arrest and ultimately patient¿s expiration, there is no documentation supporting a possible causal association between the patient¿s expiration. However, it is not known if the patient was undergoing ccpd therapy or the pdrn did state the patient was not connected (unconfirmed) to the cycler at time of death. Additionally the patient¿s existing highly complex cardiac conditions/cardiac history are unknown.

Event description:
Source documents and information was reviewed in the complaint file. It was reported on 06/13/2017 by a peritoneal dialysis registered nurse (pdrn) the pd patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy expired at home due to cardiac arrest on (B)(6) 2017. Additionally the pdrn revealed patient was not connected to the cycler at the time of death. The patient was still actively utilizing pd treatment for renal replacement therapy until the time of patient¿s expiration. Furthermore the pdrn indicated the patient ¿did have an unspecified cardiac issue¿ and ¿¿ the cause of death was cardiac arrhythmia.¿ the pdrn was unable to specify the temporal or latency between the patient¿s last ccpd therapy and the time of patient¿s expiration.